Manufacturer narrative:
Journal article: sawan n, et al. "Accidental finding of a thrombus formation on a left atrial appendage occluder device during long-term follow-up", europace 2016: 18(supplement 1) p.i8. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article. It was reported thrombus occurred. The patient had been admitted with recurrent symptomatic common type atrial flutter. In (B)(6) 2014 a left atrial appendage (laa) closure procedure was performed. A33mm watchman laa closure device was implanted. Periprocedural transesophageal echocardiogram (tee) showed complete sealing of the laa. The patient was treated with clopidogrel and asa (aspirin) for six weeks. Tee eleven months after implantation showed complete sealing of the laa without evidence of la thrombus. Therefore, dual antiplatelet therapy (dapt) was discontinued. Twenty one months post device-implantation, the patient was re-admitted to the hospital for dc cardioversion for symptomatic common type atrial flutter. Tee was performed prior to dc cardioversion to seek for la thrombi. The laa was completely sealed, but a sessile thrombus (5x10x15mm) located on the device was found. Consequently, dc cardioversion was not performed. The patient was restarted on oral anticoagulation with a vitamin k antagonist for 6 weeks and rate control with verapamil was performed.